Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10832 it was reported that the patient was asymptomatic. It was noted that high pacing thresholds and a drop in r wave was observed on the right ventricular lead. The left ventricular lead capture threshold was also elevated. Programming changes were made. The patient was stable.